Event description:
A malfunction was reported on the customer's insulin pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer, whose pump was out of warranty, was advised by technical support to use multiple daily injections to ensure continued insulin delivery. The team decided to replace the pump and communicated the necessary steps and documentation requirements to the customer, who acknowledged understanding of these actions.